Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth around the abutment and was administered lidocaine/kenalog injections on (B)(6) 2012. Along with the lidocaine/kenalog injections, the site was treated with silver nitrate on (B)(6) 2012, (B)(6) 2013. The implanted device remains.